Event description:
Following a procedure, a thrombus was noted. The thrombus appeared in the mid lad. Aspiration thrombectomy was performed with good results. The adverse event was resolved without sequelae.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The dragonfly optis imaging catheter instructions for use (IFU) states that the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. Always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement, do not move the guide wire after the dragonfly optis imaging catheter is in place. Furthermore, the instructions for use (IFU) states that coronary artery spasm may occur as a consequence of intravascular imaging.